Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
There were episodes of noise noted on the right atrial (ra) lead via remote monitoring. Lead provocative testing was performed and the noise could be reproduced. Diagnostic imaging was performed, and no anomalies were noted other than the ra lead hanging in the bottom of the atrium. A procedure was performed, and the ra lead was pulled back into position. The device was also replaced due to suspicion of an anomaly with the device header. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-10250.

Manufacturer narrative:
The device was received in normal range of operation. Analysis performed, which included thermal and mechanical stressing of the device, did not find any anomalies and the battery voltage was still in the normal range of operation. Connector inspection of ventricular and atrial channels did not find any issues. The device was implanted for 7.94 years which exceeded the device¿s 7.47 years projected longevity and is considered normal battery depletion. The reported event of an anomaly with the device header was not confirmed.